Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged streamline battery cable and clip on the power module was not confirmed. The power module, serial (B)(6), was not returned for analysis. There was no photos or log files submitted for review. The provided information stated that the battery cable was noted to be damaged along with loose plastic tabs that attach to the battery contacts. This damage may result in red battery alarms if contact is affected. Additional information provided stated that there are no images of the damage available. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the streamline cable in the power module was damaged, and a replacement was requested.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that one of the streamline cable tans attaching to the battery was loose. The power module was not in use.